Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, no response was obtained upon initial activation resulting in a decision to explant the device. The device was explanted on (B)(6), 2010. There are no plans to reimplant the patient with another device as of the date of this report.

Manufacturer narrative:
(B)(4).